Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspicion of material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast prosthesis implantation surgery with an unspecified mentor saline breast prosthesis on the right side, was initially diagnosed with a right breast implant deflation, post-procedure. The patient was scheduled for implant removal on (B)(6) 2021. Additional information was provided indicating that the implant was not the problem and it was not deflated.